Manufacturer narrative:
Investigation of the iddc showed both distal and proximal marker bands indentations were present on the tubing but the marker bands themselves were not. The stiffening wire was bent at 8.3 cm and wavy wires were seen throughout the tubing. There was a kink at the distal tip of the strain relief. Tool marks were observed on the msd shaft at 8.7 cm and 17.6 cm. Blistering was observed over the transducer elements. During follow-up, the customer reported that one iddc was difficult to remove and extended and stretched during removal. The missing marker bands were not reported by the user. Review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from msds of the same lot. No patient harm was reported. Per the account there was "nothing left in the patient" because they could have seen the marker band on fluoroscopy. It is unknown if the marker bands were dislodged inside the patient or not. The IFU warns the user to not advance if resistance is met. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed but could not be ruled out as a contributing factor to the marker band dislodgement. There were two devices with serial numbers (B)(4) used during the case. This MDR is for the first device with serial number (B)(4). MDR for the second device was submitted under MFR # 3001627457-2019-00039 (201902016).

Event description:
On (B)(6) 2019, 6 hours and 31 minutes into therapy, account called with an alternating white c red thermometer/blue thermometer alarm. Ekos catheter was placed to treat a bilateral pulmonary embolism (pe). Ultrasound was paused. After troubleshooting, the staff reconnected and started ultrasound and yellow light flashing. The connector interface cable (cic) was on top of the blankets, dressing was clean and intact, and IV tubing/roller clamps/stopcocks were all open. Patient was stable and on a ventilator. During follow-up, the customer stated when trying to pull out ultrasound wire it was stuck and stretched. On (B)(6), two catheters were returned without the marker bands. Upon follow-up, the customer informed that "the patient did well" and there was "nothing left in the patient" because they would have seen the marker band on fluoroscopy. One intelligent drug delivery catheter (iddc) was difficult to remove and extended and stretched during removal. The account stated that they did not think that hemostasis valve was used.